Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low out-of-range (oor) shock impedances of 0 ohms. The system remains implanted. Attempts to gain additional information have been unsuccessful. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.